Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the main printed circuit board (pcb). A main pcb was replaced for this device and the suspect main pcb component will be returned to vyaire's failure analysis laboratory for evaluation.

Event description:
The customer reported an intermittent 'transducer fault " display alarm on this ventilator device, during patient use. The customer stated the device was removed and placed on an alternate device. After abnormal arterial blood gas (abg) clinical values, which determine proper patient ventilation status.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The reported complaint was not confirmed.